Event description:
It was reported that the patient presented for implantation procedure. During the procedure, the physician mentioned that the insertion of the right ventricular lead through the introducer was tight/difficult. The cause of the tightness/difficulty in advancing the lead was indeterminate. Ultimately, the lead was advanced successfully and placed in the right ventricle. However, when the lead was tested with pacing system analyzer the lead exhibited loss of capture and high pacing lead impedance. Physician used a different pacing cable but still issue persisted. The physician removed the lead, examined it and reintroduced the lead using a different introducer. The lead was introduced into the patient successfully; however, the lead still exhibited no capture and high impedance. The physician shifted to a lead intended for the right atrium, into the right ventricle, and all the measurement were normal. The physician became concerned that the right ventricular lead might have a problem with conductors and switched to a different right ventricular lead. The new right ventricular lead was implanted successfully and had normal and acceptable measurements. The patient was not harmed during the attempted implant and there were no adverse events.